Event description:
It was reported that patient underwent aortic valve replacement (avr) surgery on (B)(6) 2014. On (B)(6) 2014 patient was treated for a malunion of the sternum and implanted with sternal plates and screws. Following surgery, patient complained that the sternal plates and screws were causing pain. The surgeon decided to remove all sternal implants from the patient and rewire the patient. No infection was found. The outcome of the surgery was good. This is report 15 of 26 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.